Event description:
Dr. Reported via our sales rep, that he was performing a revision surgery due to a wrong position of a screw. When he tried to extract this screw, its head disengaged from the rest of the screw.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.